Manufacturer narrative:
As the product associated with the reported event was not returned, it was not possible to conduct an evaluation of the device. As the lot# of the device was not provided, it was not possible to conduct a device history review. A review of the complaint history for part# (B)(4) has revealed that it is performing as expected, with regard to the reported incident. With the information provided, it was not possible to identify a root cause; however, potential user-related causes of the reported incident include, off-axis drilling, improper selection of device, and re-use of single-use products. If additional information becomes available this investigation will be re-opened.

Event description:
On (B)(6) 2018, microaire was notified via medsun uf/importer report# (B)(4) that during a primary total elbow surgery, the tip of a drill bit broke off into the implant. The attending surgeon deemed it best and safest to leave the drill bit tip in place rather than extend surgery time and risk dislocating the joint implants.